Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device found that the rotawire was kinked at 144cm from the proximal end. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted due to the kink in the rotawire. Product analysis confirmed the reported event, as the rotawire was kinked and could not be reinserted.

Event description:
It was reported that the burr stuck on the wire. The target lesion was located in the right coronary artery. A 1.50mm rotapro and rotawire were selected for use. During the procedure, the device successfully rotablated on the lesion. However, upon retraction of the device, the burr got stuck on the wire at the distal tip of the catheter. Both burr and wire were pulled out and removed intact from the patient's body. The procedure was completed with a different device. No patient complications were reported.